Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar® eco diagnostic ultrasound catheter, (model # m-5723-05, lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase while mapping the left ventricle with the ablation catheter, the catheter appeared outside the shell of the map. The soundstar catheter was used and a cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. The remainder of the procedure was aborted. The patient was reported to be in stable condition at the end of the procedure. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. There were no errors messages or issues reported on any bwi product. It is unknown if transseptal puncture occurred. The patient was heparinized at the time of the perforation. Heparin was reversed prior to the pericardiocentesis. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.